Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Date of event: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "impactor is not broken as usual / known behind the impact plate, but in front of the first hole of the handle."